Event description:
During the evaluation of the device at the manufacturer¿s site, it was found that the device has been affected by liquid and contamination was observed on the printed circuit board. There was no patient involvement. Manufacturer's ref. #: (B)(4).